Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va050vh, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was seen at her regularly scheduled appointment on (B)(6) 2014. She was having incontinent issues. Urinalysis was obtained and sent to the lab. The patient had a bladder infection and would be treated. The patient was not hospitalized due to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.